Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2017, an fse conducted a service call over the phone to address the reported event. During the evaluation, the customer reported that they had been running the analyzer with good total areas. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event could not be determined.

Event description:
On (B)(6) 2017, a customer reported getting low total area flags with their g8 analyzer. When they repeated the samples, the total area improved but not significantly. The customer also tried running samples with caps off and the results continued to improve. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.